Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leaking syringe on synchron cx9 alx clinical system. No injury was reported.

Manufacturer narrative:
Field service engineer (fse) found that the sample syringe was leaking from the glass barrel. Fse ordered a new syringe assembly for the customer to replace.